Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with customer's sensor and blood glucose readings. The customer's blood glucose level at the time of incident was 268mg/dl. The customer's most current level was 292mg/dl. The difference was found to be within the acceptable range. The customer's levels had been as high as 499mg/dl. The customer declined to troubleshoot for the highs. The customer was assisted with sensor issues. The customer was advised monitor the device.